Manufacturer narrative:
(B)(4) baxter received and evaluated the device. Evaluation confirmed and reproduced a flow rate failure (under infusion) of greater than 10%. The upper and lower finger and upper valve travel were found out of specification. The device was calibrated to ensure proper functionality.

Event description:
During baxter's functionality testing of a spectrum pump, it failed flow testing greater than 10% identified during evaluation. There was no patient involvement.